Event description:
Patient revised due to osteolysis and polyethylene wear.

Manufacturer narrative:
Visual examination of the returned device confirms wear of the poly material. The wear noted appears very minimal for the approximate ten years of implantation. Review of the device history records did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated. Should additional info be received the investigation will be reopened. Depuy considers the investigation closed.